Event description:
It was reported to boston scientific corporation that a multibite single-use biopsy forceps device was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, 40 biopsies were retrieved from the caecum to the anal margin (10 biopsy specimen every 10 cm). No patient complications or device malfunction reported; however, the physician believed the tissue was torn, as opposed to cut, and further revealed that some tension was experienced while taking the biopsies from the caecum mucosa. Reportedly, four to eight hours post procedure, the patient was admitted to the ER complaining of stomach problems and discomfort. The attending surgeon suspected a perforation at the biopsy site(s) and the patient was scheduled for an exploratory laparoscopic surgery on (B)(6), 2012. During this procedure, no perforation was identified in the colonic parts where the biopsy samples were taken; air confirmed in the cecal region. At this time, a lavage with sterile water was performed to complete the case. The operating surgeon believes that there may have been a "microperforation" that the patient's immune system closed. The patient's current condition was reported to be stable.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4).